Event description:
Additional information received reported that the patient's device was removed because it began causing painful stimulation after she had magnetic resonance imaging (MRI). There was no patient death.

Manufacturer narrative:
Analysis of the device, serial (B)(4), found no anomaly. Analysis of the lead, lot #v487157, found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an MRI during which the patient's device was on, the patient felt a burning sensation that went from her lower back to her vagina, and the scan was stopped midway due to the patient's burning sensation. The patient had the MRI just over a month ago because, she had been having problems with her right leg. It was noted that the patient had discomfort at the pocket site when stimulation was turned on and had a full return of symptoms since the MRI. An impedance check resulted in readings greater than 4000 ohms on some of the bipolar pairs; results were noted as follows: 02 and 03 were greater than 4000 ohms, c0=1185 ohms, c1=556 ohms, c2=1111 ohms, c3=111 ohms. The battery life was checked and noted as okay with 29-40 months remaining. All four programs were tried and the patient was getting uncomfortable stimulation at the pocket with all four of them. Supplemental information received reported that the patient was scheduled next week for a full system replacement. Further information received reported that the MRI was of the patient's hip. It was noted that the patient had been fine since the new system was implanted.

Manufacturer narrative:
Product ID: 3093-28 lot# v487157, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: 3093-28 lot# v487157, implanted: 2010 (B)(6), product type lead product ID: 3031a lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.